Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and refractive change overtime. Due to lens rotation and refractive change overtime, the lens was exchanged for a spherical, different power but same length lens. The problem was resolved. The cause of the event was reported as patient related factor.